Manufacturer narrative:
The field service representative (fsr) performed a few troubleshooting tasks including the replacement of the arc, probe (ln 08c94-47) which resolved the issue. A service history review of the analyzer identified no further issues. The tracking and trending review identified no trends associated with the complaint. The historical data review determined no issues were identified regarding the complaint. The labelling review addresses the issue adequately. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on a (B)(6) female. The following data was provided (reference range = less than or equal to 5.0 miu/ml = negative, greater than or equal to 25.0 miu/ml= positive): sid (B)(6) = initial result = 27.7 miu/ml (positive), repeat result = less than 1.2 miu/ml (negative), hcg gold standard method = negative. There was no impacted to patient management reported.